Event description:
It was reported that when the programmer is turned on, a black screen appears and nothing happens. The programmer doesn't boot up. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device had one short beep followed by two sets of three short beeps and another single short beep, the screen stays black, the memory was checked on the main processing unit and it was secure. It was also noted that the media bay door latch was bent and would not stay shut.